Event description:
Lithotripter being used to extract common bile duct stone. Stone withdrawn and external sheath extended. Stone appeared to be deforming, but the wires snapped off the handle leaving the stone impacted with wires and basket attached. The sphincterotomy had to be extended, and a fair amount of manipulation done to extract the stone.